Event description:
Customer reports to have experienced high blood glucose and inquired on warranty information. Customer's blood glucose was 172 mg/dl. Customer is using infusion sets which expired on 2011-01. After troubleshooting, it was found that customer had received a few no delivery alarms during priming. Insulin pump and infusion sets will be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.